Event description:
The following article was reviewed, publish online on june 18, 2025: saha, p., sayed, m.h. And abisi, s. (2026) emergency repair of a symptomatic arch aneurysm due to a type b aortic dissection using a repurposed three vessel branched endograft. Ejves vascular forum. 64, pp. 83-86. Doi:10.1016/j.ejvsvf.2025.06.002. This case study reports the successful use of a repurposed custom made triple branched endograft (initially intended for a different patient) for a complicated acute type b aortic dissection (tbad) with rapid false lumen expansion in a thoracic endovascular aortic repair (tevar) for descending thoracic aortic pathology. The patient being treated is an 84 year old male who presented with an aortic dissection extending from the left subclavian artery to the aortic bifurcation. The triple branched endograft is from cook medical. A gore® excluder® aaa endoprosthesis (plc201000) was used for the brachiocephalic trunk. A balloon mounted covered stent graft (begraft, bentley) that was extended with gore® viabahn® endoprosthesis was used for the left common carotid artery. Finally, a gore® viabahn® endoprosthesis was placed for the left subclavian artery. Two gore® tag® conformable thoracic stent graft with active control system were used to extend distally proximal to the coeliac axis to ensure a seal. Post-procedure angiography confirmed correct graft positioning, supra-aortic vessel patency, and no endoleak. On post-operative day 1, the patient exhibited right sided visual neglect, expressive dysphasia, and left leg sensory neglect. A cta of the head showed an acute right middle cerebral artery infarct, which was thought to be embolic. He was managed conservatively and his neurological symptoms improved over two days. He was sent home with an antiplatelet. A year later he has fully recovered and a 20 month cta shows satisfactory outcome, with no evidence of endoleak or false lumen filling and aortic remodeling.

Manufacturer narrative:
The following article was reviewed, published online on june 18, 2025: saha, p., sayed, m.h. And abisi, s. (2026) emergency repair of a symptomatic arch aneurysm due to a type b aortic dissection using a repurposed three vessel branched endograft. Ejves vascular forum. 64, pp. 83-86. Doi:10.1016/j.ejvsvf.2025.06.002. A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. A2 / a3: the patients age is 84 years and the gender male as stated in the article. B3: date of event was determined as date when literature article was published, here june 18, 2025. D10: concomitant medical devices: bentley begraft balloon mounted covered stent graft, gore® excluder® aaa endoprosthesis, gore® tag® conformable thoracic stent graft with active control system. H3 other code: as the device remains implanted, no further investigation can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Psc reached out to the author to ask, if the post-operative complications are related to our vsx-devices and/or if he can confirm that our gore devices have not malfunctioned and the complication and/or adverse events observed are not attributable to our vsx-devices. Furthermore, details like event dates, serial no.'s, implant-dates, patient details, possible root causes and if the devices are available for investigation were requested. No further information was provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As several gore devices are involved manufacturer report number 3013164176-2026-03018 and 2017233-2026-07493 were already sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.